Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was trying to raise the controller up, but it didn't work. The patient stated she pushed it up, but what showed up were 4 lines with a dash and an arrow. The patient stated if he hit the gray button, she went back to regular. The patient noted she was at 2.30 at the time of the call. The patient was transferred to patient services. It was reported the patient was trying to increase stimulation, but the patient programmer would not increase. The patient noted they had a return of symptoms and also new symptoms. The patient synced with the patient programmer and it showed stimulation was on. The patient processed the top blue button to turn on the patient programmer. The patient was not aware the blue buttons on the left-hand side the patient programmer turned on and off stimulation. The patient was on program 2 at 2.30 and tried to increase but was not able to, once the patient tried to increase she, but the upper limit reached. The patient changed to program 3 at 2.3 which was comfortable sitting, standing, and walking. The patient stated she had an appointment with the healthcare professional (hcp) in 2 weeks when she goes back to (B)(6). The patient stated they had a return of loose bowel even though she was taking a lot of fiber. The patient noted she put soap on her bottom and was practically raw from going to the bathroom all the time. The patient stated when she was in the shower the feces would just come right out. The patient stated the hcp told her to take imodium every other day and to put zinc oxide on her bottom. The patient stated those had worked, but the zinc got washed off right away. The patient stated the new symptoms were sometimes when she gets up in the morning she was not able to get to the bathroom in the time to urinate. The patient stated she had a return of symptoms for about a few weeks and had urinary incontinence for about 4 months. There were no further complications that have been reported as a result of this event. Additional information was received from the patient. The patient reported the device helped some, but they still had accidents. Patient reported they still had accidents with the unit and no one told them that when they were on antibiotics the device would no longer be effective. Patient was redirected to their healthcare provider to discuss this. Patient stated no one told them to watch what they were eating either. Patient stated they had 2 accidents when they were at dinner and one was so bad they were thankful their friend was there to help them. Patient reported it was not 100% working all the time and they had to turn up stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
The date entered in the initial regulatory report number 3004209178-2018-27934 was incorrect, it should have been 2018-dec-05. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information.